Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the a glidesheath slender 6fr sheaths failed. The sheath inverted on itself and all equipment was removed as one unit prematurely. The patient was in stable condition. The procedure was completed. Additional information was received april 17, 2019: a left heart catheterization was performed on the patient using a terumo 6fr slender sheath. The right radial artery was accessed using a double wall technique and sheath was introduced. The initial introduction of the sheath was slightly difficult due to arterial spasm but resolved within a few minutes. Radial cocktail was given through the sheath, (200mcg nitroglycerin, 2.5mg verapamil, 2000 units heparin) as protocol to relieve further spasms, coagulation and increase arterial dilation. A 6fr 4.5 tiger catheter was used to cannulate both the right and left coronary artery without complications. Anatomy of the right radial arterial system was normal and did not require any abnormal or further manipulation to the catheter. Catheter and sheath were removed after procedure. Terumo tr band was placed with 13cc of air and hemostasis was achieved without hematoma. The patient complained intra-procedure and post-procedure of tenderness in the right arm.

Event description:
Additional information was received april 26, 2019: the patient's arm was assessed, it was determined not to need any further intervention. The patient was taken to a room for further post-operative observation. The estimated blood loss was 10/20cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.